Event description:
Customer reported that she experienced low blood glucose of 7 mg/dl. Customer was treated by the paramedics at the scene with glucagon shots and food. Customer stated that the low blood glucose was caused by stress due to illness in the family. She was not taken to the hospital. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.